Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced "out of breath" and "could not function". The implantable pulse generator (ipg) was reprogrammed several times, was explanted and replaced. Post replacement, the patient reported feeling "crummy again". The replacement ipg was reprogrammed and remains in use. The issues have since resolved post reprogramming of replacement ipg. No further patient complications have been reported as a result of this event.